Event description:
The device was set to deliver a solution with a syringe for 30 minutes on a baby. Reportedly, the device delivered in 10 minutes. No patient injury was reported. Several attempts were made to obtain additional information from the user facility without success.